Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system. The pcoip was replaced at this time. The pcoip was returned for analysis and an electrical failure was confirmed. Other relevant device(s) are: product ID: 9735796, serial/lot #: (B)(4) and pn: 9735740, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that camera cart monitor went to no input for about a minute during a case and was unable to connect during that as it went to the pcoip screen, the surgeon monitor had no issues. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that it was not a software issue. The issue was caused by electrical issue. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.